Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) during a right transfemoral transcatheter aortic valve replacement (tavr)with a 29mm sapien 3 ultra resilia valve when passing the 29mm commander delivery system (ds) with the valve through the 16f esheath+ and arteriotomy site, it was felt the valve was stuck on the side wall of the sheath right after the strain relief portion. The surgeon used a hemostat around the sheath to dilate the track at which point the system was advanced and then the ds and valve continued to advance without difficulty. The procedure was successful, and there was no patient harm. The patient was reported to be in stable condition. The perceived root cause was the skin tract was not dilated enough. Per engineering evaluation, the distal tip is torn radially and axially.